Event description:
It was reported via medsun database that during the procedure in the cath lab the 3.0 x 12 mm rx trek balloon dilatation catheter (bdc) would not deflate. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.